Event description:
The reporter stated that the surgeon implanted a 12.0mm icm120v4 implantable collamer lens in 2006. The following month, due to excessive vault, narrowing of the angle and shallowing of the anterior chamber depth the lens was removed and exchanged for a shorter lens.